Manufacturer narrative:
This event occurred in (B)(6). The e801 module used at the investigation site was (B)(4). The ft3 iii reagent lot number used at the investigation site was 348359 with an expiration date of oct-2019. Calibration and qc at the investigation site were acceptable. The sample was requested for investigation but could not be provided. Since the sample could not be provided, the investigation could not be completed. From the data provided, a general reagent issue can be excluded. Assays from different manufacturers, in this case abbott, can generate different results. This relates to the overall setup of the assays, the antibodies used and differences in reference materials and standardization methodology. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys tsh (tsh) and elecsys ft3 iii (ft3 iii) on a cobas e 801 module compared to the accuraseed method. It is not known if any questionable results were reported outside of the laboratory. The sample was submitted for investigation where discrepant results were identified for elecsys ft4 iii (ft4 iii) between the e801 module used at the investigation site and the architect method, discrepant tsh results were identified between the customer's e801 module and the e801 module at the investigation site and discrepant ft3 iii results were identified between the customer's e801 module, the architect method and the e801 module used at the investigation site. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the tsh results and medwatch with patient identifier (B)(6) for information on the ft4 iii results. There was no allegation that an adverse event occurred. The customer's e801 module serial number was (B)(4).